Event description:
It was initially reported that a vns patient was referred for replacement surgery due to unknown reason. Additional information was received in the form of clinic notes indicating the patient was referred for generator replacement surgery due to patient complaining of chest pain in the generator area. The event was first noticed when the patient lost weight and now the treating physician decided to replace the generator based on implant age and pain due to pressure of the implant in the chest area. Moreover information from the area representative indicated the patient underwent generator replacement surgery as scheduled and the device was discarded after surgery. Good faith attempts to obtain further information from the patient's treating physician have been unsuccessful to date.

Manufacturer narrative:
.